Event description:
Home pt (hp) reports leak at door of homechoice device due to tear in cassette membrane of homechoice set. Hp ended treatment and did a manual exchange. No pt injury or medical intervention required per hp. Swap device received.